Event description:
Lead at implant measures in range impedance, threshold, and sensing value. The next day, lead impedance and thresholds were out of range. Lead impedance was <200 ohm. Patient was brought in for lead revision; however, upon testing before revision, everything was back in range. After pocket opened, device disconnected and lead values were still back in range. Lead remains implanted and revision was never made. Follow-up was performed and everything was normal.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.